Event description:
It was reported that that during infusion the injector separated from the tubing resulting in blood leakage with an bd injector n35-o. The following information was provided by the initial reporter: it was reported that patient was receiving an infusion, when the injector became disconnected from the IV tubing which resulted in a spill and back flow of blood. Additional information provided by reporter: "IV tubing not luered on tight enough to injector to prevent it from disconnecting".

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1807712, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly and no issues were observed. You must hold the blue portion of the injector hub when connecting to a luer lock compatible device and ensure all connections are securely tightened. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during infusion the injector separated from the tubing resulting in blood leakage with an bd injector n35-o. The following information was provided by the initial reporter: it was reported that patient was receiving an infusion, when the injector became disconnected from the IV tubing which resulted in a spill and back flow of blood. Additional information provided by reporter: "IV tubing not luered on tight enough to injector to prevent it from disconnecting."